Event description:
On april 16, 1997, an attempt was made to introduce a swan-ganz catheter into the right jugular vein of a pt using an 8.5 catheter introducer sheath. The following two problems occurred with the sterile packaged swan-ganz catheter. The first problem involves the 3 cc syringe volume limited to 1.5 cc provided with the catheter. The syringe sticks at the 1 cc mark during inflation of the balloon. The second problem involves the balloon. The balloon remained inflated after passively deflating by removing the syringe and opening the gate valve. Careful aspiration with the syringe was necessary to deflate the balloon. The swan-ganz catheter was left in place at the 20 cm mark and used to measure cvp readings and removed the following day. Evaluation of the catheter after it was removed from the pt confirmed the balloon was intact. Further testing on the integrity of the balloon was performed and found that it would remain inflated after the syringe was removed and gate valve opened.